Manufacturer narrative:
(B)(4). At the time of this report, the peritoneal dialysis effluent was not clear. On an unreported date, the peritoneal dialysis catheter was removed due to peritonitis and dianeal therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with imipenem, (IV) intravenously (twice a day; dose not reported) and syscan IV (once a day; dose not reported). At the time of this report, the peritonitis was resolving and the patient was recovering. The action taken with dianeal was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.